Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient described back is red, and bumpy and under her breasts are starting to get little cuts. It was reported that the patient sweats a lot and had been in hospital for unrelated issues. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an ointment by a physician. Follow up indicated that the irritation is starting to heal.